Manufacturer narrative:
The device was returned to the MFR and an eval is ongoing. This report will be updated when the eval is complete.

Event description:
It was reported that there were holes burnt into the batteries while it was being used with the system 5 sagittal saw. The investigation is ongoing. There were no adverse consequences reported.